Event description:
The customer reported that the device shut down unexpectedly. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device shut down unexpectedly. There was no report of pt involvement. The device was evaluated by philips. The reported symptom was duplicated. The internal memory card was replaced to resolve the issue.